Event description:
On (B)(6) 2013, the pt was implanted with a conformable gore tag thoracic endoprosthesis as part of a re-intervention procedure to treat a proximal type 1 endoleak. A left subclavian-left common carotid artery bypass was performed, and a tag device ((B)(4)) was placed to extend the existing device proximally to the level of the lcca. After the device placement, a proximal type I endoleak was seen on angiograph. The physician gently ballooned at the proximal end of the stent-graft. After the second touch-up ballooning, it was reported the pt's blood pressure decreased. An angiographic run confirmed a retrograde type a dissection, and the pt went into cardiac arrest. Efforts were made by medical personnel to resuscitate the pt. The pt was emergently moved to another surgery room, where he was converted to an open heart procedure. During the open procedure, the physician discovered the pt's aneurysm was ruptured. It was reported the rupture was likely attributed to chest compressions during the resuscitative efforts. The pt expired during the procedure. After the procedure, the physician indicated the pt's hemodynamic state may have become unstable after the lsa/lcca bypass. He does not believe the event was caused or contributed by the gore device.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Results pending completion of imaging evaluation.